Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): same test strip lot number, different meter serial number. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Customer is using 2 meters with the same vial of test strips, reference internal report number (B)(4). The customer is concerned with test results from results obtained of 177, 395, hi, 148 and 432mg/dl. The customer¿s expected am fasting blood glucose test result is 150mg/dl and expected blood glucose test result 30 minutes post meal is 160mg/dl. The customer feels well and did not report any symptoms. Customer did have slurred speech and was asked if that was normal for him and customer stated yes, that is the way he speaks. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 375mg/dl using true metrix meter. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 09/30/2023 and open vial date is one week. The meter memory was reviewed for previous test result history: result 1: 177 mg/dl date: (B)(6) 2022 time: 7:31 pm 30 min. After meal. Result 2: 395 mg/dl date: (B)(6) 2022 time: 8:21 pm 30 min. After meal. Result 3: hi mg/dl date: (B)(6) 2022 time: 9:11 pm 30 min. After meal. Result 4: 148 mg/dl date: (B)(6) 2022 time: 8:55 am fasting. Result 5: 432 mg/dl date: (B)(6) time: 7:56 pm 30 min. After meal.

Manufacturer narrative:
Sections with additional information as of 18-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.